Manufacturer narrative:
Concomitant medical products: product ID: dtba2d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was observed with intermittent stimulation/twitching during right ventricular (rv) capture thresholds testing. The physician turned off the right atrial (ra) and left ventricular (lv) leads and determine there was no issue related to the either the ra or lv leads. Two weeks later at the follow-up visit, x-ray revealed some small pleural effusion. The rv lead remains in use with continued follow-up. No further patient complications have been reported as a result of this event.